Event description:
Pt has an implanted spinal stimulator. When the unit was implanted, pt was told that the battery would last 5 years. However, after 8 mos, the battery has to be changed. Pt feels that the battery should have had the expected life expectancy.